Event description:
It was reported there was an impedance increase, and the sic was high, indicating oversensing. The patient received inappropriate therapy due to noise. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.